Event description:
Info received indicates, the head hi/low function is drifting.

Manufacturer narrative:
The account found the head hi/low down valve was not seating properly. The account replaced the head hi/low down valve to correct this issue.